Event description:
It was reported that after connecting the analyzer to a patient, a pacing threshold measurement was taken. When the output was decreased below a specified voltage, the voltage indication on the electrocardiogram (ECG) was higher than the set value. The analyzer was returned for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.